Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be bent. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to over 30 mmol/l (540 mg/dl). The patient removed the pod and observed the cannula looked bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 24 and 36 hours on the abdomen.